Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration. There was evidence of moisture and contamination found on the force sensor pins, housing and shim. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: a review of the pump history indicated several "loss of prime" in pump history. Investigation revealed that the force sensor was out of calibration. There was evidence of moisture and contamination found on the force sensor pins, housing and shim. Unrelated to the complaint, evaluation revealed a faded/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.